Event description:
My dexcom g7 iphone application stopped receiving glucose values and high/low alerts from my dexcom g7 sensor while the application was running in the background. During this time, I experienced a hypoglycemic event that caused me to medically intervene by taking glucose to raise my blood glucose to a safe level.